Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to use the instrument the expanding teeth were fractured and was not able to attach the instrument. There was no report of a foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d1; h4. Visual examination of the returned product/provided pictures identified the expanding teeth on the alliance glenoid sizer handle are bent outwards. The teeth are permanently expanded, making it impossible to attach a glenoid sizer to the handle. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.